Event description:
It was further reported that the user was unsure if the guidewire tip deformation was caused by the lead.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead exhibited loss of capture and high thresholds on all vectors. It was noted that when a stylet was attempted to be inserted during slitting, the lead did not advance as expected. It was possible that the position misaligned after slitting. Additionally, when the guidewire was inserted again for lead placement, the wire tip deformed and came out of the lead tip. A different guidewire was used, however, the same results were observed. The physician elected to not implant the lv lead and a new lv lead was implanted. No patient complications have been reported as a result of this event.